Manufacturer narrative:
The adhesive pad was not returned with the device. Investigation of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data did not generate any hazard alarms, timeouts or drive stalls that would indicate the device struggled to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance with blood glucose (bg) values that reached over 500 mg/dl. For treatment, the patient was put on intravenous (IV) fluids and given 32 units of long acting insulin called lantis and up to 2 units of novolog. The patient was transferred to the intensive care unit (ICU). The pod was worn between 36 and 48 hours on the back. The ketones were moderate and the patient was discharged after 1 day.